Event description:
It was reported that the cylindrical lever drive has been damaged on the 9xt wheelchair. She does not know if the home damaged the chair or if it is an issue with the chair. However, they have modified the new chair by taking parts from on old chair and adding to the new chair.